Event description:
The customer reported that the x-ray output was unstable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, but replaced the complete set of cables as a precautionary measure. This malfunction may have resulted in a possible accidental radiation occurrence.